Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a no delivery alarm during the fill tubing process. The customer's blood glucose was 225 mg/dl. Troubleshooting found insulin was unable to exit with a push plunger. It was also found the insulin pump did not alarm no delivery with a manual prime when the reservoir was replaced. Customer stated they were able to successfully prime when a new reservoir was applied. The customer was advised changing the reservoir resolved the issue. Customer agreed to return the reservoir for analysis.

Manufacturer narrative:
One opened and used reservoir was inspected and no anomalies were found with the reservoir, snap cap or septum. An occlusion test was run and it was concluded that the device operated within specifications.